Event description:
Boston scientific received information that high shock and high pacing impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. The device and lead remain in service. No adverse patient effects were reported. Additional information indicates high impedance measurements were noted for both rv and left ventricular (lv) leads since the patient was hospitalized a week ago for heart failure. There were no noise episodes and provocative measures were negative. Further, fluoroscopy did not reveal any macroscopic lesion. The physician decided to continue monitoring the patient through the remote monitoring system. Therefore, the device and lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.